Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a downstream occlusion alarm. This occurred during infusion of lactated ringer¿s solution at a rate of approximately 20 to 30 ml/hr. There was an approximate 10-15 minute interruption of therapy while the customer changed the pump and baxter tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.